Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative evaluated the device and identified a faulty cap/diaphragm as the root cause of the reported event. Ran a performance test and vent is now running according to manufactures specs.

Event description:
The customer reported the vent that does not pass the patient circuit calibration. Carefusion technical support specialist explained about this "issue" and asked him if he knew whether the circuit or most importantly whether the cap diaphragms were replaced. He didn't know. He stated that with the circuit provided by respiratory, the highest map generated is 33cmh2o. Since the patient calibration screw is already at maximum and the humidifier is bypassed, carefusion technical support specialist recommended a service call for a complete evaluation of the pneumatics.